Manufacturer narrative:
During investigation it turned out to be not reportable. The telemetry device was displaying a "speaker malfunction" error message on the device, however it was confirmed that the device was functioning with audible sound. The issue would be visually detectable by the user and would not have patient safety impact since the device was providing audio for real-time monitoring and alarm annunciation. Analysis was performed by remote service which included talking to the customer. The remote support engineer provided the customer with a service quote for onsite repair. The quote expired and no work was performed by philips the product malfunction was unable to be confirmed because the customer refused service and no work was performed by philips. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the device is presented with a speaker malfunction error message but sound was still coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
It was reported the device is presented with a speaker malfunction error message and no sound was coming from the device. Patient involvement is unknown. There was no report of patient or user harm.